Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an ar40e 22.0 diopter monofocal intraocular lens (iol) haptic was distorted when inserting into the patient's operative eye. It was also noted that there was no surgical intervention required and no patient injury. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/29/2019, device returned to manufacturer: yes. Device evaluation: visual inspection of the return lens using the microscope magnification was performed. The lens was observed to had some traces of viscoelastic in the cartridge. The lens was received stuck inside the cartridge with the haptics/loops not folded. The lens could not be removed from the cartridge; therefore, the haptics could not be evaluated. The condition in which the lens was received could not be related to the manufacturing process. The complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.